Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a cerebrospinal fluid leak occurred during a permanent implant procedure on (B)(6) 2019. A blood patch was performed which resolved the issue.